Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: in the five photos included in the complaint, an enterprise and a prowler microcatheter can be seen. It was noted that the stent component of the enterprise system was detached from the delivery system. The proximal positioning coil of the delivery wire is observed to be kinked. The reported issue in the complaint is confirmed. This investigation was performed based only on the photos provided. An assessment will be performed as per the conditions of the device returned. The stent detachment was not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697559. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the packaging for the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8697559) and the stent was inspected and found to be in good condition. The stent became impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31432570) and could not be further advanced. The physician removed the microcatheter and stent from the patient and noted that the delivery wire of the stent was kinked / bent. The physician replaced both devices to complete the procedure. There was no report of any negative patient impact. Five (5) photos were included in the complaint file. The photos will be reviewed by the product analysis team. On 28-apr-2025, additional information was received. Per the information, the target vessel of the angioplasty procedure was the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. Related to the photos included in the complaint, one photo showed a detached stent. Per the information, ¿the stent impeded in the microcatheter, noted that detachment after removal from the patient.¿ aside from the reported stent being kinked / bent, there was no additional damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit. As observed in the photos included in the complaint, a kink was observed in the distal end of the positioning coil of the delivery wire. The stent component was inspected under the microscope. No damages were found (i.e., no kinks, no bends, and no broken struts). Both ends of the stent were completely flared. Although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the enterprise being impeded is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire and detached condition of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697559. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.